Manufacturer narrative:
Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced a ¿skin problem at the level of the stimulator housing.¿ the patient underwent a revision procedure to move her implantable neurostimulator (ins); however, during the procedure ¿a collection at the level of an electrode loop was found.¿ it was noted that there was no infection found in the ins space. When the ¿back of the electrode was reopened¿ to allow for retunneling the lead for repositioning the ins to the other side, the ¿surgeon found a collection at the electrode loop and found that the electrode had migrated from its original position and was no longer attached.¿ it was noted that the patient had an ¿allergic background¿ at that this may have led or contributed to the issue. The hcp ¿took the decision to remove the electrode and stimulator, disinfected, and closed without material.¿ the issue was resolved at the time of report. It was noted the patient was alive with no injury at the time of report. No further complications were reported or anticipated. Additional information was received from the manufacturer representative (rep). It was clarified that the nature of the skin problem was in the scar of the ins where there was poor healing and the wound was red. The cause of the skin problem was determined at the opening of the ins; there was a loop in the electrode that was pressing on the skin and causing the redness in the skin. At the electrode loop, there was a cluster of fibrosis surrounding the electrode loop. There was no infection of the stimulator or the lead, but perhaps there was rejection of the probe by the patient's body depending on the surgeon's findings. The patient was doing well. Additional medication would be given to compensate for the removal of the lead and the stimulator. It was noted that this information was confirmed with the physician/account.